Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus balloon was explanted and a new aus balloon was implanted. Further information has been requested and not yet received. It was reported that the artificial urinary sphincter balloon was removed and replaced due to recurring incontinence.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus balloon was explanted and a new aus balloon was implanted. Further information has been requested and not yet received. It was reported that the artificial urinary sphincter balloon was removed and replaced due to recurring incontinence.

Manufacturer narrative:
Device analysis: the product record review revealed no additional information related to the complaint. An overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.